Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 152 mmol/l, which repeated as 142 mmol/l. The na electrode lot number was t1490. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer. The vacuum and air movement seemed slow. The flow path was cleaned and a vacuum valve was replaced. Another valve was extensively cleaned. Priming and ise checks were performed; the checks were ok and stable. Precision studies were performed. Calibrations were ok. The customer ran calibration and controls; these were good. A probe height was checked and the vacuum nozzle was not flattened. Diagnostic checks were ok. Control recovery was within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple abnormal aspiration alarms were observed near the time the sample was processed. The investigation determined the service actions resolved the issue.